Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) it was difficult to operate and the hub was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the pen needle could not be attached properly to the pen due to a deformed hub.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) it was difficult to operate and the hub was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the pen needle could not be attached properly to the pen due to a deformed hub.